Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had a delayed deployment and the pod was unable to be used. The patient's blood glucose (bg) values were at 75 mg/dl.

Manufacturer narrative:
Data downloaded from the device returned an 0x14 occlusion alarm. The device was reset, paired with a pdm, and delivered a 5u bolus without issue. No other damages or defects were found that would contribute to an occlusion alarm. Customer reports that the needle deployed late. The device was received with the cannula assembly fully deployed. No issues were seen with the device; inspection of the needle mechanism, environmental seal, bottom housing and cannula assembly found no issues that would indicate the deployment path was altered or inhibited. The needle mechanism was reset, ratchet gear manually advanced, and the device successfully deployed. Data downloaded from the device indicates it ran for 2611 pulses, delivered multiple boluses, and maintained a steady basal rate until terminating the run due to an occlusion alarm. The allegation that the needle deployed late is unfounded.